Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12721. Related manufacturer reference number: 1627487-2021-12723. It was reported patient was experiencing ineffective therapy. Several attempts of programming were unable to solve the issue. As a result, patient underwent surgical intervention where in the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.